Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 09:16:46. During night drain cycle eight, the patient's ultrafiltration reading was 2230ml, indicating the home patient drained 1855ml more than their maximum programmed fill volume of 1500ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the direct cause of the iipv event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.